Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery, after an interventional procedure. A 'vessel-patch-plastic' was located on the punction site, in the common femoral artery, where the closure device was used. Reportedly, while advancing the device into the vessel through the patch, much force was necessary and the device broke between the proximal and the distal guide. The distal guide was removed surgically and it was indicated by the reporter that the procedure went smoothly, without problems. The patient was reported to be in good condition. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Against resistance, incorrect anatomy. The reported action of advancing of the device into the vessel with much force is not consistent with the device instruction for use (IFU)/device placement section reads: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Per the investigation details, the device was used off label in a vessel- patch- plastic with scarred tissue. Additionally, the patient reportedly suffered from pvd which may have contributed to the reported event, but cannot be confirmed. The customer reported the device was discarded. The lot number was not provided; therefore, review of the device history record could not be performed.